Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose; value not provided. Contact declined to troubleshoot with tandem technical support or provide further information.